Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of telemetry and low battery impedance were observed on the device. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.